Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads on a plug stripped during surgery. The plug was removed and replaced with another plug to complete the procedure without reported patient impacts.

Manufacturer narrative:
E1: establishment name: (B)(6). This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned polaris plug (pn 2000-1005) for the failure of stripped threads. Medical records were not provided for review. Device evaluation: visual inspection revealed the threads are damaged/stripped. Potential cause: root cause was unable to be determined. This event could possibly be attributed to attempting to put the plug in without lining up the threads, off-axis forces applied during insertion, or cross-threading due to other reasons. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the threads on a plug stripped during surgery. The plug was removed and replaced with another plug to complete the procedure without reported patient impacts.